Event description:
According to the available information, the end user recently had a bleeding event after doing ic for about a week, week and a half. There was blood in the catheter along with clots. She has used a 28814 that had no signs of damage to it. End user stated she did not experience any negative health effects. She did not seek medical treatment for the bleeding. It is reported that she has a relative that is a nurse who examined her. The relative told her to stop doing ic for a while because she looked red around her urethra and she was voiding better on her own. The relative felt her lower abdomen to check for retention and did not feel any. The end user continued with some spotting blood for a couple of days. She was then sent to the hospital for a uti which was reported to not be related to the bleeding. She had experienced this before on a foley catheter. No further information is available at this time.